Manufacturer narrative:
The source of the burning smell emanating from the system could not be determined. The system passed all diagnostic and safety testing.

Event description:
There is a burning smell coming from the system.